Event description:
The customer reported that they were unable to turn on the ventilator and it was making a clicking noise. The ventilator was not on a pt when the reported problem occurred. During service of the ventilator, a no flow condition was found.